Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of motor service due alarm. Visual inspection and functional check testing performed. The pump was found to be displaying "motor service due" alarm message during the investigation. Motor revolutions have reached the level at which motor service due is required. Investigator recommended motor to be replaced. The root cause of the issue is unknown.

Event description:
This smiths medical cadd solis vip pump returned to smiths medical with an unspecified issue or reason for return. However, the pump was found to be displaying "motor service due" alarm message during the investigation. It was not specified whether there was a problem with the pump during infusion or interrupted therapy. No reported adverse effects.